Manufacturer narrative:
(B)(4).

Event description:
It was reported that the oversensing was observed on the right ventricular lead. Insulation anomaly was suspected. The noise was reproducible on arm movement. The patient experienced light headedness. The lead was capped and replaced on (B)(6) 2017. The patient was in a stable condition.